Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: one sample from lot: 1180370 was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It expelled the solution with normal flow. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number: 1180370. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H.3 other text : see h.10.

Event description:
It was reported that an unspecified amount of mckesson prevent safetyglide were clogged and difficult to inject. Needle was replaced. 1st of 2 events the following information was provided by the initial reporter: it was reported by customer that needle is consistently getting stuck and they were not able to aspirate needle. 3. Yes. There was patient involvement, patient was not affected but medical assistant administering/injecting felt the difficulty injecting. 4. Yes, the needle replacement was done. 5. Yes, medication was in syringe, and some vaccines require mixing. 6. Yes, waiting time for patient care was affected as we had to check that needles were removed and replaced.